Event description:
It was reported that they had difficulty accessing center port. It was further added that the pump reservoir was empty. Additional information received later indicated that the patient was last seen by her healthcare provider on (B)(6) 2011 when the patient's pump had gone empty; the pump was then filled with baclofen (please refer to MFR report # 3007566237-2012-01041 for this event). Hcp was not aware of the current situation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk; catheter model: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4).